Event description:
Additional info received from MFR on 02/23/99: the enclosed medwatch was forwarded to bausch & lomb surgical, inc. From karl storz endoscopy. It is not karl storz' device. Therefore the device was forwarded to FDA.

Event description:
A 37 year old female patient with chronic otitis media was undergoing right tympanomastoidectomy procedure when the disk portion on the small weapon broke off while the physician was using the instrument in the patient's mastoid. The physician was able to remove the disk from patient and handed the instrument off the field. There was no injury to the patient.